Manufacturer narrative:
Summary of evaluation: evaluation results suggest the cause of the event is patient related. Resorption of bone at the cement/bone interface would result in loosening of the cemented prothesis and pain as described.